Event description:
The device did not take skin. Additional info requested from reporter concerning pt impact, however, no additional info was provided by the reporter.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.